Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the olympus video system center was not working and experienced flickering image during inspection fore use. There was no patient injury reported.